Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown part# /unknown stem/ unknown lot #, unknown part# /unknown cup/ unknown lot #, unknown part# /unknown liner/ unknown lot #. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04579, 0001822565-2019-04290, 0001822565-2019-04289.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.